Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was removed and there was no evidence of contamination found under any of the keypad button contacts. Moisture corrosion was observed in the battery compartment. A leak test was performed and a leak was identified at cracks in the battery compartment. The pump¿s cover was removed moisture ingress was observed on the printed circuit board. The complaint of keypad button response issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok buttons were under-responsive. It was also reported that moisture/corrosion was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.